Event description:
During the procedure, the catheter separated exposing the interior wires. The blue insulation on the catheter separated mid procedure exposing the interior wires. The catheter was replaced and the case was completed with no consequences to the patient.

Manufacturer narrative:
One inquiry afocusii diagnostic catheter was received for evaluation. Bends were noted throughout the shaft. Additionally, the catheter shaft was twisted and kinked 1.10¿ to 2.13¿ proximal to the spiral loop/shaft transition. A tear in the catheter shaft was noted 2.13¿ proximal to the spiral loop/shaft transition exposing the spring body, conductor wires, and steering wires. The catheter deflected when actuating the steering mechanism; however, did not deflect in the correct shape and did not meet specifications. In addition, the catheter shaft was torn exposing the spring body the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend, twist, and tear in the shaft is consistent with damage during use.